Event description:
It was reported the patient had two ipgs, and one ipg was unable to communicate with a programmer or charger. It was reported the stimulation had begun to change. The patient reported the stimulation felt like it changed on its own, and felt like it was jumping. The physician replaced the ipg on (B)(6) 2012.

Manufacturer narrative:
This ipg serial number was included a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.